Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that on (B)(6) 2019, the patient slipped twice while pinned and in a prone position on the a3059 mayfield composite series skull clamp during a spine case. The patient incurred two separate lacerations that were closed with staples. There was a 30 minutes delay in surgery. The customer changed to a new skull clamp and a new set of pins and proceeded the surgery without any incident. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
Device identifier # (B)(4).the device was not returned for evaluation. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. The device history record reveals no abnormalities related to the reported incident. The reported complaint was not confirmed. Root cause analysis cannot be completed at the moment.